Event description:
It was reported that usb charging port damage that required cord adjustment to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow up with technical support, was out of warranty, and was already in process of obtaining new device, and no further information was obtained regarding the outcome of the event.